Event description:
It was reported that an overinfusion occurred. The nurse reported that the volume to be infused had been programmed. However, the pump continued to infuse past the programmed volume. There was no resultant pt complication.